Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it was not possible to determine the nature of the foreign material. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was not conducted in accordance with the instructions for use (IFU). Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown if there was a delay in the start of the pre-cleaning and the nozzle was flushed with water and air and with detergent solution. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.